Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the ostium. A 4.0x15mm xience alpine stent was implanted; however, it looked undersized. It was decided to post-dilate the stent; however, the patient went into cardiac arrest before another device could be advanced. Chest compressions were applied, a percutaneous ventricular assist device was put in, and the patient was taken to the intensive care unit. Additional information was received stating that the patient died the same day as the procedure. No additional information was provided.